Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.25 x 16mm stent delivery system (sds) was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. Examination of the crimped stent via scope found evidence of stent damage with the struts being pulled from the mid-section over the distal bumper tip. Microscopic analysis of the balloon cones found no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. Dimensional testing was performed, the undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement as per specification.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 2.50x30mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The physician used a cls 3 6f mach1 guiding catheter with a samurai guidewire. Predilation was performed with a 2.0 x 20mm emerge balloon catheter. A 2.25 x 16mm synergy xd drug eluting stent was then advanced for treatment, however, the scrub nurse found that the tip of the stent was broken while advancing, before entering the lesion. The device was removed, and the procedure was completed with a new 2.25 x 32mm synergy xd stent. Post dilatation was performed with a 2.5 x 20mm nc emerge and the case was completed. There were no patient complications reported, and the patient was stable post procedure.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right radial artery. The 80% stenosed,2.50x30mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The physician used a cls 3 6f mach1 guiding catheter with a samurai guidewire. Predilation was performed with a 2.0 x 20mm emerge balloon catheter. A 2.25 x 16mm synergy xd drug eluting stent was then advanced for treatment, however, the scrub nurse found that the tip of the stent was broken while advancing, before entering the lesion. The device was removed, and the procedure was completed with a new 2.25 x 32mm synergy xd stent. Post dilatation was performed with a 2.5 x 20mm nc emerge and the case was completed. There were no patient complications reported, and the patient was stable post procedure.